Manufacturer narrative:
The video processor was not returned to olympus for evaluation. A field service engineer inspected the unit, and did not duplicate the reported phenomenon, however the sync cable was found not to be securely connected to the unit. The field service engineer re-secured the video cables, and the unit operated appropriately. Olympus followed-up with the user facility via telephone and in writing to obtain additional information regarding the alleged occurrences, but no further details regarding the events were provided. The exact cause of the reported phenomenon could not be conclusively determined. If additional information is received, this report will be supplemented. This report is being submitted as a medical device report in an abundance of caution. This is one of two reports. Please also reference MFR. Report number 8010047-2012-00005 for a related reported.

Event description:
The user facility reported that on two different occasions with two different users they had experienced a complete loss of image. The patients were moved to a different room to complete the procedure. The staff later reported that the unit had been operative again. There was no patient injury reported.